Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, the foreign material was found inside the outlet of the instrument channel of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. During evaluation, it was found that the inner wall of the biopsy channel was pierced and scraped. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the evaluation, omsc surmised that the reported phenomenon occurred due to the following cause. The inner wall of the instrument channel of the subject device was scraped and flaked off since the user applied excessive stress during manual cleaning or opened forceps inside the channel. The flake might have adhered inside the instrument channel of the subject device.